Event description:
It was reported that a patient with a 27mm unknown carpentier-edwards mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 11 months due to fused leaflets and stenosis. Patient presented with heart failure. The tmvr was successfully performed with a 26mm 9750tfx valve. The patient did well and was transferred to the recovery room.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm unknown carpentier-edwards mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 11 months due to fused leaflets and mitral stenosis. The patient presented with acute on chronic heart failure and acute hypoxic respiratory failure. The tmvr was successfully performed with a 26mm 9750tfx valve. Concomitantly, the patient underwent a tavr. The patient tolerated the procedure well and was transferred to the pacu in stable condition. The patient was discharged on pod#2.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet immobility/restricted motion. Therefore, a definitive root cause cannot be conclusively determined.